Event description:
Info received indicates the bed has no brake or steer functions. The bed will roll with the brake pedal in the brake position with some force applied to the bed.

Manufacturer narrative:
The tech replaced the brake/steer mechanism to repair the bed.